Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found to the fluid path that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 18 mmol/l (324 mg/dl) while wearing the pod between 49 and 71 hours. Upon realization of high bgs, the pod was removed and it was observed that the cannula was dislodged from the infusion site (arm). Additionally, it was reported that the pod was leaking insulin. As treatment a new pod was applied and 3 units of insulin was administered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.